Manufacturer narrative:
(B)(4). An authorized third party service engineer evaluated the device. It was suspected that water intruded into the device, disturbed air way pressure measurement or affected the pressure transducer or pressure valve functions so the device detected the circuit fault. Ventilator was returned to the customer.

Event description:
It was reported that during patient use the a ventilator generated a circuit check alarm. The patient was removed from the ventilator and transferred to a different ventilator. There was no patient harm/injury reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic was not authorized to evaluate/repair the device as the product is not in medtronic control. The repair was completed at a non-medtronic location and the service engineer (se) replaced one pump and manifold assembly, two solenoid valves and one single board computer (sbc) printed circuit board (pcb). The reported complaint could not be confirmed without the product return. Should new information become available or if the product is returned to the manufacturer for investigation the complaint will be re-evaluated.

Manufacturer narrative:
Product analysis: a pump manifold assembly, two solenoid valve assemblies and a one exhalation solenoid valve assembly were returned to covidien/ medtronic¿s product analysis. The returned components were installed into a test ventilator for analysis; no errors were found in the diagnostic logs and functionality testing was performed. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.